Event description:
It was reported that during a da vinci-assisted surgical procedure, error 319 occurred on universal surgical manipulator (usm) 3. The customer performed a system hard power cycle, but the issue was not resolved. The procedure was converted to a laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during peritoneal lavage at the last part of the procedure and ports were placed. The customer was not able to continue to use usm 3 and completed the procedure as a laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm error 319 on universal surgical manipulator (usm) 3. The fse replaced usm 3 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint; however, failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional surgical ports. The patient tolerated the change without injury. There was no post-operative complication. Additionally, the failure analysis evaluation of the universal surgical manipulator (usm) was completed. The reported error 319 was confirmed during testing. The unit was tested on an in-house system in normal mode with triggered error 319. The unit also failed the check on all boards and fiber tests. The complaint was confirmed, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.